Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log file. The system controller (serial the reported event of the system controller having an unresponsive navigation button was confirmed via preliminary testing. Log files were downloaded from the returned system controller and no irregular events occurred within the log files. The ui membrane was removed from the system controller, and it was discovered that the navigation button switch had an open loop. There is no apparent damage to the pcba. The user interface pcba was replaced, the navigation button was responsive and the controller's light emitting diode (led) operated as intended. Despite the navigation button being unresponsive, the system controller passed functional testing and was able to support a mock loop for an extended period without issue. Additional information states the only reason for the controller exchange was due to the unresponsive navigation button. The root cause for the reported event was determined to be manufacturing related. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the display button didn¿t work sufficient anymore, and no other technical issues occurred. There were no left ventricular assist device (lvad) alarms.

Event description:
It was reported that there was a defective display button on the system controller. The display button did not function sufficiently anymore, and no other technical issues occurred. No left ventricular assist device (lvad) alarms were present. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.